Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
(B)(4). In addition, performance testing with blood was performed on the retain test strips. The retain test strips failed the performance testing with blood and were found to be biased high at 100mg/dl. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) alleging that her onetouch verioiq meter read inaccurately high in comparison to results obtained on another meter. The complaint was classified based on customer care advocate (cca) documentation. The patient reported that on (B)(6) 2015 in the morning, she obtained a result of ¿105mg/dl¿ on the subject meter which she felt was inaccurately high in comparison to a result of ¿73mg/dl¿ obtained on an unknown meter. The two tests were performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan¿s criteria for accuracy. The patient detailed that she manages her diabetes with ¿diazoxibe¿ and that she continued to take her usual dose of ¿1.5mg every eight hours¿ in response to the alleged issue. The patient claimed that 10 minutes after the alleged inaccuracy, she developed symptoms of feeling ¿shaky, light headed and confused¿ however denied that she received any treatment. At the time of troubleshooting the cca noted that the meter was set to the correct unit of measure and that the patient had followed the correct testing procedure. The patient did not have control solution to perform a control test. Replacement products were sent to the patient. This complaint is being reported because the patient suffered symptoms suggestive of a serious injury after the alleged meter issue occurred.